Event description:
An error message was reported with the adc device. Customer received an unspecified scan error message and was unable to obtain readings. As a result, customer experienced dizziness, shaking and sweating and was unable to self-treat. The customer was helped by a third-party who administered unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (indicating storage state) with an event log 5 indicating insertion failure. There was no watermark at the base of the tail (indicating that the sensor was never inserted). Therefore, this issue is not confirmed to tail not properly inserted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified scan error message and was unable to obtain readings. As a result, customer experienced dizziness, shaking and sweating and was unable to self-treat. The customer was helped by a third-party who administered unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.